Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that when the anesthesia staff attempted to test blade/handle in the or, the bulb in the handle failed to light when the fiber optic blade was engaged. No patient harm reported.

Event description:
The customer alleges that when the anesthesia staff attempted to test blade/handle in the operating room, the bulb in the handle failed to light when the fiber optic blade was engaged. No patient harm reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation the time of this report.